Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.00 diopter, in the patient's left eye (os) on (B)(6) 2017. In the same surgery, the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found piece of haptic missing, clear surgical residue on the lens surface. (B)(4).